Event description:
The event is reported as: complaint alleges: foley catheter had been inserted in the baby in the operating room. Catheter was found "snapped off" in the crib. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.